Manufacturer narrative:
The customer did not provide the sample or the lot number, therefore, the device history record could not be reviewed. Historical trending was done. Other than the information in describe event or problem section, the customer stated that they could not share any additional information. Cardinal health is proactively filing this medwatch, and we will continue to monitor complaints for any trends. The actual cause of this complaint could not be determined since (1) the device history record could not be reviewed due to the lot number not being available and (2) the actual complaint sample was not available for investigation.

Event description:
Customer reported that a resident noted a tear in his glove during a procedure. The surgeon swept the field. No one could find the missing piece. An x-ray was not taken due to the glove being radiolucent.